Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was dropped against a hard surface. During troubleshooting with technical support, the pump was reset clearing the alarm, and insulin delivery was resumed successfully. There was no adverse impact to the customer's blood glucose level.